Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be determined. The root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).

Event description:
During preparation for the pulmonary vein isolation procedure, monitor display issues occurred resulting in the procedure being cancelled. It was noted prior to the start of the procedure that the monitor was flickering. The fiber was replaced, went directly with a cable but the issue was not resolved. It was thought that the issue was either dp to dvi adapter or video card but the issue was not resolved. The procedure was cancelled with no adverse consequences to the patient.